Event description:
Reports wife now pregnancy after zero sperm count on 1st semen analysis, vasclip applied 3 months prior. This is second late failure and pregnancy in my limited use of the device. Estimate 25 or fewer pts in 5 years.